Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the patient's femoral artery. The iab was inserted into the sheath and became "stuck at the distal end of the balloon". As a result, the md removed the iab from the sheath. A 30cc iab was prepped and inserted over the same spring wire guide (swg) without incident. There was no reported patient death or injury. It is "unknown" if medical or surgical intervention was required. There was a delay in therapy of "about 5 minutes". The outcome of the patient is listed as "sent to the cardiac care unit (ccu)' after the iab was inserted and the patient is doing fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.